Event description:
It was reported to philips that the device can't defibrillate. There was no patient involvement reported. One xl control board pca was returned for failure analysis. The reported problem was verified during lab tests. The device powered up with a defib. Power cycle 1000 error. Troubleshooting was performed and the problem was isolated to the microcontroller u111. The microcontroller was replaced with a known good one and the device passed all applicable tests.

Event description:
It was reported to philips that the device can't defibrillate. There was no patient involvement reported.